Manufacturer narrative:
(B)(4). Device evaluation anticipated, but not yet begun.

Event description:
It was reported that during the surgery, one set screw was found slipped and two nail threads shredded 1.5 rings. The products came in contact with the patient. No patient complications were reported as a result of this event.

Manufacturer narrative:
Product analysis:unable to replicate customer concern; after visual, optical and functional evaluation, no evidence was found that would suggest a defect in manufacturing or processing of the implant. Functional evaluation with a sample mas found the implant able to be fully engaged into the mas head without issue. The implant appears to be capable of performing its intended function.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.